Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high and undefined impedance and possible fracture. Both the ra lead and right ventricular (rv) lead were capped and abandoned due to occlusion. The ra and rv lead were replaced with new leads on the right hand side of the patient. No further patient complications have been reported as a result of this event.